Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Box e: reporting institution name: (B)(6) reporting address line 1: (B)(6). A philips remote service personnel (rsp) determined the speaker was faulty and needed to be replaced. A replacement speaker assembly was ordered and shipped to the customer to resolve the issue. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the machine could not work with speaker. An 'audio failed' error appeared on the screen. It is unknown if the device produced sound at time of report. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A philips remote service personnel (rsp) determined the speaker was faulty and needed to be replaced. A replacement speaker assembly was ordered and shipped to the customer. After the replacement speaker was installed by an authorized service provider (asp), the device returned to working specification. A good faith effort (gfe) response confirmed at the time of event, the device was completely out of sound. Based on the information available in the case and a good faith effort response, the cause of the reported problem was confirmed to be a speaker assembly. The reported problem was confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.